Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were in the emergency room for a migraine and the physician stated that the pacemaker is all over the place. It was noted that the physician did not check the pacemaker nor contact a company representative while the patient was in the emergency room. The device remains in use. No patient complications have been reported as a result of this event.